Event description:
A non-healthcare professional reported that before the intraocular lens (iol) implant procedure the haptic broke. The lens was removed. Additional information requested however no further information available.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified.v the manufacturer internal reference number is: (B)(4).